Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer reported that she had to insert a new sensor due to skin irritation and pain. Customer reported a low blood glucose level of 30 mg/dl. Customer reported that the insulin pump alarmed calibration error alert. Customer's blood glucose reading at the time of the incident was 244 mg/dl. Troubleshooting was done. Product is not being returned or replaced.